Event description:
It was reported that the patient underwent a posterior spinal fusion at l4-5 via cortical bone trajectory. It was reported that both l5 lamina were fractured during screw insertion. The screws were left in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.